Event description:
There was an allegation of questionable triglycerides, glucose hk gen.3, and creatinine plus ver.2 results from the cobas c 503 analytical unit. Creatinine plus ver.2 results were provided for one patient as an example. The initial result was 0.19 mg/dl, and the repeat result was 1.7 mg/dl.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number and expiration date were not provided. Calibrations from the day of the occurrence showed inconsistent sample pipetting and evidence of a clotted sample probe and unaspirated calibrator material. Qc results for the last month indicate further performance inconsistencies. A data analysis revealed elevated cell blank values, suggesting inadequate cleaning of cells, which can be consistent with sample probe contamination. In the alarm trace report, on 17-mar-2026, there were multiple abnormal aspiration alarms, which would be consistent with a contamination issue. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) inspected the deionizer and confirmed that it was operational. The main water pressure was measured outside the specified range. The fse identified contamination of the sample probe and a blockage in one of the washing station tubes. The fse cleaned the blockage, replaced the sample probe, improved adjustments for the sample and reagent probes, cell rinse, and ultrasonic mixer, and water pressure. The investigation determined that the service actions resolved the issue.